Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) /2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, drainage and infection under the patch area. The area was prepared with alcohol before placing the sensor on the body. The skin reaction was treated with a prescription of oral medication (flucloxacillin). Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, patient condition was unspecified. No photo or other details were provided. Although the patient described scarring, based on the report date and event date, the reaction was less than three months old and would therefore still be in the healing phase with no indication of permanent scarring yet. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).